Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the programmer interrogated as expected with a known good rf head. It was noted that there were broken tabs on the power cord bay door. (B)(4).

Event description:
It was reported that during a device check the programmer took longer than usual to recognize a device. The programmer was changed out and the device check was completed. The programmer was returned for service. No patient complications have been reported as a result of this event.